Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') and genital haemorrhage ('bleeding/unusual bleeding') in an adult female patient who had essure (batch no. 646519) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), abdominal pain lower ("cramping") and menstrual disorder ("unusual bleeding"). The patient was treated with surgery (novasure endometrial ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, menstrual disorder, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: insertion details: left tube-1 coil, right tube-2 coils previously reported patient dob : (B)(6) 1981. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding/unusual bleeding") in an adult female patient who had essure (batch no: 646519) inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: insertion details: left tube-1 coil, right tube-2 coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2019: quality-safety evaluation of ptc. (Product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in an adult female patient who had essure (batch no. 646519) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding/unusual bleeding") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and uterine haemorrhage outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: insertion details: left tube-1 coil, right tube-2 coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: pif received. Events added from pif- abnormal uterine bleeding. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in an adult female patient who had essure (batch no. 646519) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding/unusual bleeding"), uterine haemorrhage ("abnormal uterine bleeding"), abdominal pain lower ("cramping") and menstrual disorder ("unusual bleeding"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, menstrual disorder, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: insertion details: left tube-1 coil, right tube-2 coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: plaintiff information form received. Events "unusual period and cramping" was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding/unusual bleeding") in an adult female patient who had essure (batch no. 646519) inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: insertion details: left tube-1 coil, right tube-2 coils incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') and genital haemorrhage ('bleeding/unusual bleeding') in an adult female patient who had essure (batch no. 646519) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), abdominal pain lower ("cramping") and menstrual disorder ("unusual bleeding"). The patient was treated with surgery (novasure endometrial ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, menstrual disorder, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: insertion details: left tube-1 coil, right tube-2 coils previously reported patient dob : (B)(6) 1981 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2021: mr received:endometrial ablation added to previously reported event unusual bleeding and made medically significant and intervention required. Reporter and medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.